Event description:
An optometrist reported a case of bilateral corneal abrasion, observed at two weeks post lasik treatment. Reporter indicated transient light sensitivity syndrome and corneal abrasion causing vision to blur transiently, lack of sleep, and no improvement with drops. Patient noted dry eyes and blurred distance vision. Upon follow up, reporter indicated the patient displayed subclinical epithelial basement membrane dystrophy (ebmd), which was noted to have not been detectable under the slit lamp exam pre-operatively. There are two related reports for this patient. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).